Event description:
It was reported that this pacemaker was part of a system revision due to infection and inflammation at the device site. The patient was given antibiotics. There were no additional adverse patient effects reported. The pacemaker remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.